Event description:
Reporter stated they received a molecular based rapid pcr test at total access urgent care at (B)(6). The reporter states that they were completely asymptomatic and received a false positive from this test. Followup testing with rt pcr and antibody tests were both negative.